Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v598062, implanted: (B)(6) 2011, product type: lead.

Event description:
Information received from a healthcare provider for a clinical study reported there was a loose tined lead upon opening the pocket and the lead was replaced. It was later reported that there was a lead migration/dislodgment. The patient recovered without sequelae on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.